Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the patient's pre-discharge device check the magnet egm (electrogram) did not transmit appropriately and the nurse could not identify what the ongoing rate was. The nurse called and consulted with medtronic technical services representative for diagnostic interpretation. The device remains in use. No patient complications have been reported as a result of this event.